Event description:
It was reported that the patient with this inflatable penile prosthesis could not pump the device. A fluid loss was suspected by the physician; however, its location could not be identified. A replacement surgery was performed to remove the existing device and implant a new ipp. There were no patient complications.